Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), e1(event site name & address), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: d4(UDI#), e1(event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. It was observed that the compressor vibrated a lot. The fse determined that the compressor pump crankshaft was worn and that the compressor pump needed to be replaced. The fse replaced the compressor pump ((B)(4)). The unit passed all factory-specified performance and safety index tests. The iabp was returned to the customer for clinical use.

Event description:
It was initially reported that when running during routine inspection before use, the cs300 intra-aortic balloon pump (iabp) compressor pump makes a lot of noise. Later it was reported that the start-up alarm electrical safety test failed 50#. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.